Event description:
On (B)(6) 2010, pt reported elevated blood glucose of over 600 mg/dl while on backup infusion device. Primary infusion device was requested for eval. Target blood glucose is 150-200 mg/dl. Pt reported infusion device does not deliver insulin when she attempts to bolus or prime. Infusion set, adapter, insulin cartridge, and battery are used per spec. No error messages were received. Pt disconnected infusion tubing from headset and attempted to prime. No insulin dripped from the infusion tubing. Pt completed partially-filled cartridge change and attempted to prime infusion set. Again, no insulin dripped from the tubing. Infusion tubing was not disconnected or dislodged. There were no leaks in the system or insulin in the cartridge compartment of the infusion device. Basal rates and clock were programmed correctly. Infusion device was not dropped, damaged, or exposed to moisture or humidity. Infusion device was replaced and requested for eval. Insulin cartridge and infusion set were also requested for eval. The pt did not require treatment from a healthcare professional or second party to address the issue.